Event description:
It was reported that vein occlusion from the patient's pacing leads may have been the cause of the patient's swollen neck. The patient reports being very thin, and being able to "fell the wires." The patient is being monitored, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).